Event description:
Brock swartz reported on 23 nov 2022 that during a follow-up appointment dr. Akinleye experiences a lcbs3.2-10 screw backing out of the ps5 plate. It was stated this could be due to the thinness of the locking head. The surgeon opted not to address the issue since the patient is asymptomatic. An x-ray of the incident is available.